Manufacturer narrative:
Follow-up #1: date of submission 03/07/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/20/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data found power reboot occurrences. Investigation did not find any damages to the battery cap or the battery compartment. The battery cap measurements were within specifications. The pump powered up and functioned properly. A rewind/load/prime sequence was completed and the pump was exercised for 24 hours without incidents. The pump casing was opened to further investigate and no damages were found to the power circuit. The investigation was unable to duplicate the reported power issue.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. Patient reported that the pump had powered off intermittently. Patient stated that there was no visible damage to the pump and the battery cap was not tightening properly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.